Event description:
It was reported that approx 24 hours following a coronary drug eluting stenting treatment procedure, the pt returned to the emergency room with chest pain. The physician had treated the in-stent restenosis in the marginal branch with cutting balloon three times at 6-8 atms for 37-45 seconds. He then deployed a taxus express2 3.0 x 32 mm drug eluting stent at 14 atms for 30 seconds. The stent was post-dilated with a 3.5 x 20 mm quantum balloon at 18 atms for 30 seconds. The stenosis was reduced from 80% to 0% with timi 3 flow noted. The pt was pain free and hemodynamically stable. The next day the pt returned to the emergency room with chest pain, nausea and vomiting. Lateral s-t changes were present, but no s-t elevation was noted on EKG. Pt was treated with intravenous integrilin, heparin and nitroglycerin with relief of symptoms. Blood work revealed ck peak at 2300. Pt was transferred to the implant facility 24+ hours after this event. Pt underwent repeat angiography. The svg to the marginal was 100% occluded. The left ventricular ejection fraction was estimated to be approx 20%. The physician was of the opinion that it was "too late" to undergo intervention of this vessel. He did note faint collateral filling of the marginal and posterior descending branches. He recommended aggresive medical treatment and possible consideration of surgical revascularization in the future.

Event description:
It was further reported that the occlusion was in the svg to the marginal branch, not at the site of the previous intervention and deployment of the taxus express2 stent. The physician had accessed the marginal branch of the circumflex via the saphenous vein graft. The physician indicated that the svg occlusion extended to the site of the intervention. Following the initial intervention, the pt was placed on aspirin 325 mg/day indefinitely. Pt was also given ticlid 250 bid for 2 weeks. The pt is allergic to plavix.